Event description:
Additional information was received from a consumer indicated the patient wanted to get the dates of the implants that she has had. She was seeing a surgeon who wanted all the surgery dates and this surgeon was not related to the device therapy. It was noted pumps had to be replaced not due to normal battery depletion {refer to manufacturer report # 3004209178-2014-17168 regarding pump flip and 3004209178-2015-11592 regarding malfunction and withdrawals}. Regarding this event, the pump came loose and migrated to the bladder and had to be removed. The pump was explanted on (B)(6) 2015. The situation was resolved.

Event description:
It was reported the previous pump was difficult to fill, as it apparently moved into an ¿odd position.¿ the reporter was unsure when the event occurred. The pump was subsequently replaced. The pump was used to deliver bupivacaine and dilaudid (hydromorphone). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).